Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no low alert on the mobile app occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. As the patient was walking into the building prior to starting work, she had a follow app alert but not low alert prior to losing for 6 ¿ 7 minutes. The paramedics were called and they performed a blood glucose (bg) which was in the 40's mg/dl. Intravenous therapy was started and two amps of dextrose 50% were administered. She recovered and started walking down the hallway and her bg dropped into the 40's mg/dl again. The paramedics were called again and provided unspecified treatment. The continuous glucose monitor (cgm) values were not provided. At the time of contact, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No additional patient or event information is available.